Event description:
The doctor believed that the pump "stalled too early'. The pump was replaced. There was reported to be no pt injury. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.